Event description:
Ous MDR - after an implantation period of approximately 60 months, battery depletion was reported. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the device history record was reviewed, documenting that the device performed as expected during the device manufacturing. An initial interrogation of the device showed the battery status eos, which was triggered on (B)(6) 2017, as mentioned in the complaint description. The memory content of the device was inspected. An amount of 22 charging cycles was documented. The available iegms revealed the presence of noise in the atrial and farfield channels. In a next step the ICD was subjected to an electrical analysis. First, the current consumption of the device was analyzed and found to be normal and as expected. Subsequently, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, the delivery of defibrillation shocks was found compromised as a result of a depleted battery. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction. All therapy functions were available and worked as expected. The current consumption was directly measured and did not show any anomaly. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 60 months. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation.